Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as MFR # 2249697-2011-00183 and 2249697-2011-00184.

Event description:
It was reported that, "the green coating on the handles listed above is soft and starting to peel off."